Manufacturer narrative:
The reported event that the system was showing inaccurate resection for the femur and tibia could be confirmed by the sales rep who was present during the knee procedure. However, upon review of the log files an inaccurately digitized knee center was found to have caused the inaccurate resection values. Instead of between and slightly superior to the digitized distal condyles, the knee center was digitized approximately 6cm more distal and 3cm more anterior. The review of the files indicated operator error contributed to the reported event.

Event description:
It was reported that during the course of a total knee procedure using nav3 orthomap express software, the system was showing an inaccurate resection for the femur and tibia. The surgeon took all the points and completed the procedure successfully assisted by navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Event description:
It was reported that during the course of a total knee procedure using nav3 orthomap express software, the system was showing an inaccurate resection for the femur and tibia. The surgeon took all the points and completed the procedure successfully assisted by navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.